Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) (B)(6) alleging that the patient's onetouch ultramini meter was reading inaccurately high based on her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call. The patient's mother reported that on (B)(6) 2012 at 6:10am, the patient obtained an inaccurate high reading of "220 mg/dl" with the subject meter. The reporter stated the patient's typical/normal blood glucose ranged from "140 to 250 mg/dl". The patient's mother reported that the patient tests 8x/day and manages her diabetes with novorapid insulin and lantus. In response to the "220 mg/dl" reading, it was reported that the patient took her usual 2 units of novorapid insulin. The patient's mother claimed that as soon as the insulin was administered the patient had a seizure. The reporter denied that the patient developed any symptoms prior to the seizure occurring. At the time of the seizure, the patient's mother claimed she treated the patient with honey (placed on patient's gum's). The reporter confirmed that the patient's blood glucose was tested with the subject meter at the time of the seizure and obtained a result of "76 mg/dl". It is not known if the patient's blood glucose was tested prior to after the patient's mother had treated the patient with the honey. The reporter stated that after the seizure, the patient was vomiting and "moving a lot" and was taken to the hospital between 7 and 7:30am that morning. The patient's mother confirmed the patient's blood glucose was between "90 and 93 mg/dl" when tested with ER/hospital meter. The patient's mother did not recall what treatment the patient received at the hospital; however, reported that the patient was hospitalized for 6 days with a diagnosis of "secondary hypoglycemia". At the time of troubleshooting, the csr noted that reporter did not have control solution to test the subject meter and test strips. Replacement product was sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.